Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock impedance measurements, reaching values as high as 131 ohms. Technical services (ts) reviewed data from the device and confirmed that the trends in daily measurements also show a gradual and abrupt increase in rv pacing impedance, remaining within the normal range at this time. No noise was observed and high-frequency counters above zero are minimal since implant. Ts indicated that the cause could be clinical since there was also a change in trends in the patient health status, but it was advised to perform a patient evaluation and a system integrity test. Troubleshooting steps were provided, including patient maneuvers, x-ray imaging and commanded shock testing. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that there has been a raise in the pacing impedance and threshold trends. Device data was reviewed and no episodes with noise were found. The previous recommendations made for the high out of range shock impedance observation are still valid, but ts indicated that the increasing trends could potentially be linked to a cyclic condition of the patient. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) shock impedance measurements, reaching values as high as 131 ohms. Technical services (ts) reviewed data from the device and confirmed that the trends in daily measurements also show a gradual and abrupt increase in rv pacing impedance, remaining within the normal range at this time. No noise was observed and high-frequency counters above zero are minimal since implant. Ts indicated that the cause could be clinical since there was also a change in trends in the patient health status, but it was advised to perform a patient evaluation and a system integrity test. Troubleshooting steps were provided, including patient maneuvers, x-ray imaging and commanded shock testing. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.